Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the strip lot was performed. In-house testing on trip lot 378770a met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer was identified as having a condition, pneumonia, that may impact the performance of the assay. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
The following was reported via telephone call on (B)(6) 2016. Results are as follows: (B)(6). Therapeutic range: 2.0 - 3.0. There was no recent coumadin dosing change. Reportedly, prior to (B)(6) 2016 (exact date not provided), the patient was diagnosed with pneumonia. On (B)(6) 2016, the chest x-ray was clear for pneumonia. On (B)(6) 2016, a follow-up telephone call was received. It was reported that the issue was resolved by a new box of testing strips. There was no reported adverse patient sequela and no additional information provided.